Manufacturer narrative:
Upon investigation the monitor was unable to complete incoming functional testing. The monitor's electrode belt receptacle had loose pulse pins and was unable to securely connect to an electrode belt. The root cause for the loose pins could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.